Manufacturer narrative:
(B)(4) investigation summary examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 151640307, lot number 632244 device history review DHR reviewed, no nonconformances were noted. Ri/coc review no anomalies were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery on (B)(6) 2017. On (B)(6) 2017, the surgeon found that the insert was dissociated under x-ray when the patient visited to the hospital. The revision surgery was performed on (B)(6) 2018 by replacing the insert. After the revision surgery, the surgeon found that the tab in front of the insert was broken. No further information was provided by the hospital.